Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. A visual inspection of the return item could not be performed as no product was returned nor were pictures provided. DHR was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: periprosthetic fracture of the medial tibial plateau with tibial implant loosening. Root cause was unable to be determined. Per package insert of products, bone fracture is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: articular surface mc right 18 mm, catalog#: 42522100718, lot#: 64591669. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision of the tibial component on right knee due to a bone fracture during implant surgery. Prior to revision surgery, the patient was placed in a knee imobilizer but 'never felt right'. Approximately two and half months post implantation, the tibial component was revised to a cemented tibia with a stem.